Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right atrial (ra) lead channel. Technical services (ts) indicated the noise to be respiratory rate trend (rrt} oversensing on the right atrial (ra) channel. Additionally, there were reports of unstable pacing impedance measurements in the daily trend from 500 to 700 ohms. The ra lead was a non? Boston scientific product. The physician performed in-clinic provocative maneuvers, which exhibited negative results as the noise was unable to be reproduced. In addition, the ra lead capture threshold was noted to be out of range and it seemed to not capture. The decision was made to program the rrt sensor off and to reprogram the device. The patient will continue to be monitored via latitude. This crt-0 remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).